Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) and reported an elevated blood glucose (bg) episode. The reporter indicated that the previous week, the patient's bg levels were in the "300-500 mg/dl" range while on vacation. At first, the reporter thought the patient's high bg levels were related to food consumption and the excitement of the vacation. However, after returning home, the reporter claimed that the patient's bg levels remained elevated. At the time of contact with animas, the patient's bg level was "420 mg/dl." She reportedly did not have any symptoms or ketones. Through troubleshooting, the animas representative involved in this contact noted that the patient did not have site issues. There was no evidence of air/leakage at the site. The reporter claimed that the pump's advanced settings were correct. The reporter reviewed the pump's basal rates and made increases to the settings. The reporter confirmed that the connection at the luer lock was secured. After removing the cartridge from the pump, the reporter noticed "a ton of bubbles" in the cartridge. The reporter was informed that air bubbles can have a significant impact on bg levels. The animas representative also instructed the reporter to allow 15-30 minutes for the cartridge to rest before loading into the cartridge. He was also advised to inspect for bubbles prior to loading the cartridge. No subsequent bg excursions have been reported to animas by the patient or reporter. The alleged issue was resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering air bubbles were observed in the cartridge which can affect bg levels.